Manufacturer narrative:
It was indicated the lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the target vein appeared small, so a straight left ventricular (lv) lead was selected. Once placed, high threshold measurements, loss of capture and impedance measurements of 300 ohms were observed due to lead dislodgement. As a lead issue was suspected, the lv lead was explanted and replaced with a spiral lv lead. No adverse patient effects were reported.